Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot # 60108325 and 60112161. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack in the hard plastic of an em2400 valve set. This was identified during setup prior to patient use. There was no patient involvement. No additional information is available.